Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that error 22003 occurred intermittently after booting up and during patient side manipulator (psm) 1 movement. The fse reviewed the system log and identified errors 22003 and 22019. The errors were pointing to an issue with the rotary pot of axis 2 on the set up joint (suj). The fse adjusted the rotary pot and completed a calibration. The system was tested and verified as ready for use. A review of the procedure log with the information provided resulted in no additional information. The system logs were reviewed/analyzed as part of the fse's investigation. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted ovarian cystectomy surgical procedure, the system generated a recoverable error. An isi fse adjusted the rotary pot and completed a calibration on the suj of psm 1 to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, a recoverable error occurred twice. The recoverable error initially occurred when draping a patient side manipulator (psm), and it returned again during the procedure. The customer pressed the recover selection, and normal system operation was restored. The site continued with the procedure as planned. There was no reported injury. Isi performed follow-up on 16-oct-2022 and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site completed the procedure successfully with the same da vinci surgical system.